Event description:
When activated, autoquant is not normalizing according to the given parameters. It includes areas not inside the regions and performs some type of averaging. This may cause images to be mis-represented. No injuries reported.